Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unknown symptom during therapy (medication, programmed amount and delivery rate unknown) in the neuroscience intensive care unit and requires service. It was also reported there was no patient injury.